Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy (exact date unknown) and after the needle was inserted and post-fire images were obtained, we began sampling the area. As we attempted to obtain a couple samples no core samples were obtained. A total of 6 attempts were made. As no tissue was obtained, the device was removed, and it was discovered that the needle was bent at the bevel. The procedure was terminated because the patient was harmed". It is unknown if intervention was required. It is unknown the exact cause of patient harm. We have been unable to obtain additional information surrounding this event.